Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The sulu ( single used loading unit )was received fully fired and engaged in interlock. No damage was noted to the knife blade. Additionally, staple pushers were advanced and staple pressure ridges were observed. Functional testing was precluded due to the observed condition of the device. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Our investigation was unable to determine a root cause or establish a relationship between the device and the reported incident since the device was received fully fired. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during an open sigmoid resection procedure. The stapling device was being applied to the colon. The loading unit cut the tissue but did not staple. The staples did not deploy. The colon tissue was severed without staples. There was temporary injury and unanticipated tissue loss as a result. In order to resolve the issue and complete the case, used manual closure. There was no patient injury.